Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient had a bilateral construx external fixation system applied on (B)(6) 2014. During the procedure, the central body screw would not tighten all the way down during final tightening of the left leg construx. The surgeon removed the device, loosened all screws, and reapplied the external fixation system. All screws were then tightened down. During a follow-up visit on (B)(6) 2014, the fixator appeared loose at the same junction and the fracture was allegedly losing reduction as a result of this loose joint. The surgeon attempted to tighten the device in the office, but was unable to tighten or loosen the screw at this junction. Subsequently, the patient returned to the operating room on (B)(6) 2014 where the external fixation system was reapplied under fluoroscopy. The patient is being followed and will wear the external fixators for at least eight weeks.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown.